Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, one of the fenestrated bipolar forceps (fbf) instrument cables broke and no longer responded to command. Based on the claim against the product by the customer noting broken cable, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have a broken bipolar yaw pulley with a piece missing as a result of breakage. The size of the missing piece is approximately 0.03¿ x 0.02¿. Common causes of the failure mode are typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. An additional observation not reported by the site that was related to the primary failure was identified. The instrument was found to have a dislodged cable crimp of the grip cable at the distal end. This failure is a result of the broken yaw pulley failure. Common cause of this failure is attributed to mishandling/misuse. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed an electrical continuity test. Common cause of this failure is attributed to a component failure. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. No signs of thermal damage observed. Common cause of this failure is attributed to a component failure. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: from the photos provided, it appears that the conductor wire has been dislodged. There does not appear to be any missing fragments from the instrument. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, one of the fenestrated bipolar forceps cables broke and no longer responded to commands. The instrument release kit (irk) had to be used to release the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and there was nothing unusual identified. The surgeon was performing tissue retraction when the issue occurred. The surgeon believes the issue was due to an instrument defect. The instrument was only used once prior to the issue. The instrument did not collide with any other instrument or hard material. The instrument was not removed prior to the break. Upon final removal of the instrument, the wrist was straightened, there was no resistance through the cannula, and there was no damage to the cannula or instrument. It was confirmed that no fragment fell inside the patient. The procedure was completed robotically with a replacement instrument. There was no injury to the patient.